Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a loss of stimulation and was unable to charge due to premature/abnormal ins depletion. Ins was replaced with new intellis, good coverage attained.